Manufacturer narrative:
The changes are as follows: b.3. Date of event: (B)(6) 2019. H3 other text : see. H.10.

Event description:
It was reported that a kink in the catheter occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "one of me pre-op nurses came to me today and said that several catheters ref#382523 lot#9212163 are kinking when they¿re feeding the IV. Have you heard anything about this problem elsewhere? We have 2 boxes plus a couple with that lot number I pulled from use. Please let me know if we can do anything about that. Thanks!"

Manufacturer narrative:
H.6. Investigation summary: received a total of 109 iag bc 22ga units within sealed packages from lot 9212163. All contents were intact. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: inspection was performed on sample size of 76 units all catheter tips were acceptable per specifications and rated as 5 (55) and 4 (21). No damage (cuts, stretching, holes or scrapes) were found on any of the tubings of the units inspected. Conclusion(s): root cause not determined ¿ the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that a kink in the catheter occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "one of me pre-op nurses came to me today and said that several catheters ref#382523 lot#9212163 are kinking when they¿re feeding the IV. Have you heard anything about this problem elsewhere? We have 2 boxes plus a couple with that lot number I pulled from use. Please let me know if we can do anything about that. Thanks!"

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a kink in the catheter occurred during use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "one of me pre-op nurses came to me today and said that several catheters ref#382523 lot#9212163 are kinking when they¿re feeding the IV. Have you heard anything about this problem elsewhere? We have 2 boxes plus a couple with that lot number I pulled from use. Please let me know if we can do anything about that. Thanks!"